Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5082823) on 31-jan-2019. This spontaneous case was reported by a regulatory authority and describes the occurrence of abdominal pain lower ("extreme cramping") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included biotin, bupropion hydrochloride (wellbutrin) and multivitamins, plain. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria hospitalization, disability, medically significant and intervention required), menorrhagia ("excessive bleeding during period"), migraine ("chronic migraines"), back pain ("lower back pain"), pyrexia ("fevers"), pain ("body aches") and metrorrhagia ("spotting between periods"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, menorrhagia, migraine, back pain, pyrexia and pain outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, back pain, menorrhagia, metrorrhagia, migraine, pain and pyrexia with essure. The reporter commented: the serious injury: criteria ¿hospitalization,disability/permanent damage¿ was reported, but not specified or assigned to one of the events. Onset date (B)(6) 2015. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4) on (B)(6)2019. The most recent information was received on 31-jan-2019. This spontaneous case was reported by a regulatory authority and describes the occurrence of abdominal pain lower ("extreme cramping") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included biotin, bupropion hydrochloride (wellbutrin) and multivitamins, plain. On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria hospitalization, disability, medically significant and intervention required), menorrhagia ("excessive bleeding during period"), migraine ("chronic migraines"), back pain ("lower back pain"), pyrexia ("fevers"), pain ("body aches") and metrorrhagia ("spotting between periods"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6)2015. At the time of the report, the abdominal pain lower, menorrhagia, migraine, back pain, pyrexia and pain outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, back pain, menorrhagia, metrorrhagia, migraine, pain and pyrexia with essure. The reporter commented: the serious injury criteria. ¿hospitalization, disability / permanent damage¿ was reported, but not specified or assigned to one of the events. Onset date (B)(6)2015. Amendment: the report was amended on (B)(6)2019 for the following reason: this case will be deleted from bayer pv database. Nullification reason: the case was identified as a duplicate of case(B)(4). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.